Manufacturer narrative:
Correction: h6 should reflect non return with: 4114 - device not returned. 3221 - no findings available. 4315 - cause not established.

Event description:
New information received notes that the right atrial lead also exhibited fracture and undersensing, while the right ventricular lead also exhibited high pacing impedance.

Event description:
Related manufacturer reference number: 2017865-2021-18811. It was reported that the patient presented in clinic for a follow up with complaints of dizziness and bradycardia. Interrogation revealed that the right atrial lead exhibited oversensing of noise leading to pacing inhibition and high capture thresholds. The patient presented on (B)(6) 2021 for procedure. Prior to procedure, device interrogation revealed that the right ventricular lead exhibited low impedance and failure to capture. Both leads were explanted and replaced. The patient was stable.